Event description:
The company received a report where it was claimed that the cuff developed a leak during pt use. Initial information from the reporter suggest that recannulation of a replacement tube was required. Multiple attempts have been made to collect further information related to this report.

Manufacturer narrative:
The lot number of the tube is unk; therefore, the date of manufacture cannot be determined. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.